Event description:
It was reported that during a routine device change out of an asymptomatic patient, it was observed that the right ventricular lead had a history of high thresholds. Upon opening the pocket, it was noted that the lead was discolored. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).